Manufacturer narrative:
Device evaluation has begun but analysis is not completed.

Event description:
The customer stated that this unit does not work properly when hooked to simulator. Other units worked with the simulator.